Manufacturer narrative:
On 25-sep-2020, the mentor failure analysis lab received the device for evaluation. The device is a mentor memorygel breast implant 550cc gel breast prosthesis (catalog #3505504bc, UDI #(B)(4), PMA #p030053)and the serial number is (B)(6). On 13-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: desire to remove breast prostheses. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with an unspecified mentor smooth gel breast prosthesis that ruptured after explantation. Rupture of the patient¿s right breast prosthesis was discovered during a bilateral removal surgery performed on (B)(6) 2020.